Event description:
Ten vials of insulin different MFR contained black flakes which were not there at time insulin was opened. When investigating the problem, discovered that the black rubbery material at the end of the insulin syringe plungers could flake off. They took the involved vials off the units, ordered new vials and notified the distributor. They changed brand of syringes. They did not know if the residents received insulin from the vials prior to the contaminant being noted. The vials were checked and pulled immediately.